Event description:
Irritant effusion [joint effusion]. Swelling [joint swelling] case description: spontaneous report received on (B)(6) 2010 from a physician regarding a (B)(6) female patient, initials (B)(6). The patient had a history of gonarthrosis. The patient received 3 injections of 2ml synvisc from lot s0912. The date of first administration was (B)(6) 2010 and the date of last administration was (B)(6) 2010. Synvisc was stopped permanently. On an unspecified date the patient experienced an irritant effusion and severe swelling. A punction of the knee was necessary and performed. An intra-articular administration of cortisone was also given on an unspecified date. The physician assessed the events as severe in intensity and definitely related to synvisc. As of the date of receipt of this report, the patient's outcome was unknown. See (B)(4) for other cases from this reporter. Additional information was received on (B)(4) 2010 in the form of the qa investigation summary. The production and quality control documentation for lot # s0912, with expiration date (05/2012) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# s0912, with expiration date (05/2012) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.